Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. The percutaneous treatment was done by the head of the radiology department for a kidney tumor. The probe was tested before the use in saline solution at100w for 1 minute. The first ablation was 4 min - 100 w / 3,4 cm diam. / 4,5 cm length. Wanting to do a second ablation, he re-positioned the probe a little bit, 2 cm back (proximal), and proceeded to do the second ablation with120 w - 2 minutes. After 70 seconds the generator stopped the ablation and gave an alarm of high reflective power. A CT scan was performed, which showed that the tip of the probe was separated from the probe body. The tumor was completely ablated by that time, so he removed the probe carefully. The tip is still in the tumor and it was reported the patient was stable post procedure. The decision was made to let the tip remain in the patient since the provider thought it should not create troubles for the patient. The doctor will do a control CT in 3 weeks.

Manufacturer narrative:
Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was one (1) 14cm probe. The ceramic tip of the device was broken off and approximately 4mm of the base of the tip was still attached to the semi-rigid. The portion of the tip that remained was a full circumferential 4 mm section of the tip of the semi rigid assembly, the tip break occurred in the region where the semirigid copper cladded cylinder ends. There was charring visible on the jagged distal portion of the remaining section of the tip. Along with the tip being detached, the center conductor, ceramic cylinder and end washer were not present. This appears to be a thermal event that severed the center conductor, fractured, and detached the ceramic tip. The cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured and detached is confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, item number {14600973-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Solero generator s/n (B)(6)was used during this procedure with the probe in question. Unit was manufactured in(B)(6)2017 and the most recent service was: case (B)(4)on (B)(6)2023 for applicator temperature fault/pump issue (pr(B)(4)); replaced control/base board and ronetix card.a complaint search/review of the s/n shows no previous repairs, servicing and/or upgrades for this unit associated with tip detached failure mode since the unit was distributed. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference pr(B)(4).